Event description:
It was reported during a low anterior resection the device cut but did not staple. The staples appeared open. The case was completed by hand suture. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.